Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. A pump log review was performed, and it was found that the customer "stacking insulin" leading to the decreased bg. Customer had assistance from spouse who provided sugar and consumed a couple pints of ice cream. Recommendation was made to consult with a healthcare provider to discuss diabetes management. ¿